Event description:
It was reported that the device chipped intra-op. No adverse consequence to the patient was reported. The surgery was completed successfully without any delay.

Event description:
It was reported that the device chipped intra-op. No adverse consequence to the patient was reported. The surgery was completed successfully without any delay.

Manufacturer narrative:
Lot # information added and product availability field updated as the device was returned. The reported event was confirmed via visual inspection. The device was inspected, and the tip of the device was confirmed to be deformed; the tip of the device was bent and no longer a straight edge. Manufacturing history review was performed no manufacturing related issue was found. It was reported that the device was being impacted when the issue occurred. Patient had hard bone quality. The plausible root cause is patient's hard bone quality which required excessive impaction force for bone removal.